Event description:
On (B)(6) 2012, the following information was reported to kci by the physician: on (B)(6) 2011, a piece of what was alleged to be v.a.c. Granufoam was reportedly found in the wound underneath the shoulder bone during exploration of the wound for a wound abscess. According to the physician all of the foam could not be removed. On (B)(6) 2012, the surgeon attempted to surgically remove the rest of the foam but was unsuccessful. Due to the patient's advances metastatic cancer the patient is no longer a candidate for additional surgeries.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Granufoam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.